Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received motor error alarms and no delivery alarm. The customer's blood glucose was 318 mg/dl at the time of incident. The customer's father stated that the blood glucose reached 450 mg/dl. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that the drive support cap appeared normal. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer's father declined to troubleshoot for no delivery alarm and high blood glucose. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm during testing. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.